Event description:
This is a report of a home patient (hp) who had a system error 2240 alarm (air in tubing) alarm on the homechoice (hc) while connected during dwell. There was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The patient planned to complete therapy using manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.